Manufacturer narrative:
Product not returned to abbott spine. Product manufacture date is unk. Lot number not provided. A review of the post-operative x-rays indicates the screw was introduced outside the recommended range of motion per the surgical technique. The design and mfg of the sc-acufix screws were not found to be contributing factors to the screw dislocating. The investigation determined the event was a result of user error. Current product labeling specifies the correct range of motion and provides warnings when use outside the recommended ranges.

Event description:
In 2007, it was reported by a sales rep that a surgeon implanted a 3 or 4 level slimline plate. The post-operative lateral x-ray looked fine. During a post operative visit (patient was asymptomatic), the surgeon reviewed the follow up x-rays and noted that the caudal screw was backing out of the 3 level plate. In 2007, the surgeon performed the revision surgery during which it was noted that the screw may not have been locked properly since the corner of the screw was sticking up above the plate. The screw was replaced with a rescue screw without injury to the patient.